Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. The device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that she was receiving an unspecified error message on her adc blood glucose meter (customer could not remember the error code number). Customer reported she ¿had to go to the hospital because she was not able to test due to her meter showing the error¿. Customer was feeling light headed and went to the emergency room, where she was treated with an unknown medication. The customer declined to troubleshoot or provide further information.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle lite meter was reviewed and the DHR(s) showed the freestyle lite meter passed all tests prior to release. A tripped trend review was performed for the reported complaint and freestyle lite meter, no further track and trend review was required. Dhrs for the freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle test strips, no further track and trend review was required. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported that she was receiving an unspecified error message on her adc blood glucose meter (customer could not remember the error code number). Customer reported she ¿had to go to the hospital because she was not able to test due to her meter showing the error¿. Customer was feeling light headed and went to the emergency room, where she was treated with an unknown medication. The customer declined to troubleshoot or provide further information.